Event description:
Information was received from the physician which notes that the increase in seizures was not related to vns and the seizure rate was below pre-vns baseline. No further relevant information has been received to date.

Event description:
It was reported that the patient has had 3 seizures in the past 6 weeks. The patient was last seen by the neuro in (B)(6) 2021 and settings were decreased at that time. No further relevant information has been received to date.